Manufacturer narrative:
To date the device has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
The user facility reported the following incident: the physician attempted to implant the device. The physician cut both ends of the catheter tubing for a better fit. On both ends of the catheter, the silicone shattered, and the right angle connector would not fit securely in the catheter. The physician revised the surgery and implanted a vp shunt.